Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) ¿ incomplete. The expiration date is not currently available.

Event description:
It was reported that the reported device was broken and could be used during rotator cuff repair surgery on (B)(6) 2018. While the surgeon was removing the tissue by using the device in question, sparks came off from the probe; thus, the surgeon stopped using the device in question. When checked, it was found that there was crack on the probe. When the surgeon turned on the device in question outside the patient¿s body, larger sparks came off, and the device in question was broken. The surgery was completed safely by using other same device (different lot number). It was brand new and the first use when the issue occurred. There was no delay in surgery and no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. The complaint device was received and evaluated. Visual inspection of the device revealed a burnt manifold at the 4 o¿clock to 9 o¿clock position, thus confirming this complaint. Saline residue was found inside the suction tube. Visual signs of activation were found at the active tip. Upon further observation, the center ceramic material (manifold) appeared to be melted from 4 o¿clock to 9 o¿clock position. There was no crack or break notice on the face place. Since the manifold was burned we cannot confirm the crack / break failure near the probe. It was noted in the complaint that the electrode was activated outside of the patient, which is stated in the IFU as a warning to users "using arthroscopic guidance, ensure that the electrode is completely surrounded by conductive irrigant solution during use. Failure to do so may result in electrode tip damage." No indication of missing material from the active tip was identified. Due to safety and protection of lab equipment, no testing was performed. The supplier completed a CAPA investigation to address this failure. The root cause has been identified as small gaps or low application of the epotek adhesive creating a weak dielectric barrier between the active tip and the surrounding ceramic head, resulting in the failure of melting/burnt ceramic head material. Training requirements were updated to be performed on a six-month basis. This issue is also investigated via mitek which is closed. The DHR review indicated that the devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot of devices released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).